Manufacturer narrative:
The date of implant is not known. The age of the patient is unknown. Physcian indicated stenosis was caused by the gortex conduit. Based on physician narrative the stenosis was caused by another device.

Event description:
The patient had undergone a norwood operation for great vessel reconstruction with cardiocel and a goretex conduit. The exact date of implantation was not provided. The patient presented with re-stenosis on (B)(6) 2024. The patient underwent a percutaneous procedure for stent dilitation not related to the cardiocel 3d. Physician indicated re-stenosis was caused by the gortex conduit used in the norwood procedure.